Event description:
A healthcare professional reported poor aspiration during a cataract procedure. The case was completed without harm to the patient.

Manufacturer narrative:
A review of the service report indicates that the customer experienced aspiration issues. The company rep called the customer to assist with troubleshooting. The customer was able to resolve the issue upon changing the o-rings on the I/a hand piece. The customer did not request service. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this system. The root cause could not be determined conclusively. (B)(4).